Manufacturer narrative:
The reported event of noise resulting in oversensing was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression and full breach outer insulation degradation at the proximal region. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can and full breach outer insulation degradation. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer report number: 2017865-2023-47953 it was reported during remote follow up that the right ventricular lead exhibited noise. No intervention was reported. There were no patient consequences.

Event description:
Additional information received notes that the atrial lead noise was over-sensed and resulted in pacing inhibition. The lead was explanted on (B)(6) 2023 and successfully replaced. The patient was stable and asymptomatic.